Event description:
This case was upgraded from non-serious to serious. This serious spontaneous device report was received from a consumer, which was later medically confirmed by an office manager for a physician in the united states. The pt, a (B)(6) male, experienced lack of effect, pain resulting in disability (walking with a cane), despair, staphylococcal infection, 2 cm baker's cyst, quadriceps rupture off left knee due to a fall and increased degenerative changes medial compartment of the knee (signs and symptoms of worsening knee pain, stiffness of left knee with activity, increased swelling of left knee, worsened knee pain, bone bruising of medial femoral condyle and the medial tibial plateau, soft tissue swelling, range of motion was short of full extension to about 90 degrees were subsumed) after receiving the euflexxa (1% sodium hyaluronate) injections (lot number re0011a and expiration date of july 2011) in the left knee for degenerative changes. On (B)(6) 2010, the pt received cortisone injection into the left knee for degenerative changes. The cortisone injection did not help the pt. On (B)(6) 2010, the pt received the first euflexxa injection for degenerative changes. On (B)(6) 2010, the pt was seen by the physician for the second euflexxa injection. The pt felt a little better after the first euflexxa injection and did not have any bad reaction. Upon examination of the left knee, there was no effusion, no erythema and no warmth. On (B)(6) 2010, the pt received the third euflexxa injection. All three euflexxa injections were performed under sterile conditions. The pt reported that after the third injection, the knee got worse. He stated that he went through the three injection program, as well as cortisone injections without success (lack of effect) in hopes of getting back to playing golf again. On (B)(6) 2010, an MRI of left knee without contrast was performed. The impression of the MRI of the left knee was increasing degenerative change medial compartment of the knee, bone bruise involving the medial femoral condyle and the medial tibial plateau with associated soft tissue swelling, moderate knee effusion with a 2 cm baker's cyst and continued tear and degenerative change posterior horn medial meniscus. On (B)(6) 2010, the pt underwent an arthroscopy with debridement of the medial meniscus tear debridement of all the loose cartilage flaps from the femoral condyle and cartilage surface of the patella and a partial synovectomy of the left knee without complications. On (B)(6) 2010, the pt was seen by his physician for left knee arthritis. On physical exam of his left knee, he had no effusion. He had slight varus deformity, but did not have varus or valgus instability and had negative lachman's. The pt had medial and lateral joint line pain and crepitus with range of motion, which was full extension to 120 degrees flexion. The x-rays of the left knee showed anterior posterior, lateral and sunrise view, which demonstrated moderate degenerative changes in all three compartments but more so the medial than other compartments. On the medial compartments, the pt had bone on bone contact. The physician reported that he had failed non-operative treatment. He had an arthroscopy and felt somewhat worse. The pain was for the pt to undergo a total left knee replacement. On (B)(6) 2010, the pt underwent a total left knee replacement for left knee arthritis and failure of non-operative treatment. On (B)(6) 2010, the pt had an injury where he fell and had a direct contusion to the anterior aspect of his bent knee. He had severe pain and inability to straighten out the knee. The pt was seen in the emergency room to treat the split opened incision, which was dressed. On (B)(6) 2012, the pt was seen by the physician for left knee replacement status post quadriceps tendon rupture and repair with secondary infection. The pt continued to have pain. On (B)(6) 2012, the pt was seen by the second opinion physician. The pt reported that the pain and despair the pt had been through, left him somewhat handicapped walking with a cane. On (B)(6) 2012, an x-ray of anterior and posterior, lateral and merchant views of the pt's left knee revealed total joint hardware to be in place, but there was significant lucency around the femoral component. The pt was referred to pain clinic as he was likely to continue to have chronic left knee pain. The second opinion physician felt that he will need a long term narcotic pain medication. The pt was directed to f/u with the physician as needed. At the time of the report, the outcome of events for staphylococcal infection and quadriceps tendon rupture due to a fall resolved. The 2 cm baker's cyst, despair and increased degenerative changes medial compartment of the knee (signs and symptoms of stiffness of left knee with activity, increased swelling of left knee, worsened knee pain, bone bruising of medial femoral condyle and the medial tibial plateau, soft tissue swelling, range of motion was short of full extension to about 90 degrees were subsumed) and lack of effect were ongoing.